Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, the surgeon was not able to lift the flap due to an incomplete side cut therefore, the procedure was aborted. A brief description from the surgery center indicated it was the first patient in the morning and it was the left eye. The right eye was completed as planned. The patient was moving during the flap creation and denied it was due to suction loss. In addition, they denied the meniscus being close to the yellow overlay or venting bubbles during the raster or side cut. There was a discussion with an amo representative in regards to observing the meniscus during the entire procedure and pseudo meniscus due to wet cornea. The patient was retreated three (3) weeks later.